Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient an out of range signal that occurred on (B)(6) 2015. Patient stated that the transmitter loses connection with the dexcom receiver but does not lose contact with the animas insulin pump. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).